Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
An email was received regarding a reservoir, cassette, 250ml, item 21-7308-24 and unknown lot. It was reported that the pump had alarmed when the infusion was completed. There were patient involvement and no adverse event reported.

Manufacturer narrative:
D9 - date returned to mfg: 11/3/2025. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The admin set met delivery accuracy specifications. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.